Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2005; sp02 lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead did not appear to have capture. The patient was to be brought back into the clinic for assessment and reprogramming. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead did not appear to have capture. The patient was to be brought back into the clinic for assessment and reprogramming. Lv lead capture was confirmed and unchanged. Higher output and does have oversensing but capture confirmed. No complaints or concerns by clinic and patient without complaints. The lead remains in use. No patient complications have been reported as a result of this event.